Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error . Unable to test for unresponsive buttons or stuck button alarm or button error alarm due to critical pump error. No damage noted on the keypad traces. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button error. The customer stated that insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.